Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a controller fault alarm. It was also reported that the alarm that sounded was a low priority alarm when it should have been a medium priority alarm. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the returned controller passed visual inspection but failed functional testing. The controller failed functional testing because the no-power alarm was not present when both the power sources were disconnected. To identify the root cause of the issue, the controller was opened and inspected. During internal visual inspection it was observed that the battery pack outer cover was torn, and one of the cell was bulged (see attached images). The total voltage on the battery was observed to be 1.398vdc (should be 3vdc). This explains the controller fault alarm which is triggered if the battery voltage is measured to be less than 2vdc. Furthermore, the battery was extracted from the controller housing and it was observed that the cell under question was leaking. Supplemental test was performed to verify if there were any issues with the charging circuitry and no issues were observed. The log files were analyzed, and the alarm logs confirmed a controller fault alarm on (B)(6) 2018 @ 16:48:46. The alarm was observed to be due to sys_uic_internal_battery, indicating a fault in the internal battery. Furthermore analysis of the qa_data file confirmed that the adc count for the internal battery was found to be an average of 380, which explains the controller fault alarm. This value of adc count equated to an approx battery voltage of 1.398v. Hence, the reported event was confirmed and the root cause is due to faulty internal nimh battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an updated device evaluation. Product event summary: the controller was returned for evaluation and analysis. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed visual inspection. Functional testing revealed that the no power alarm did not activate when both power sources were disconnected from the controller. Additionally, a controller fault alarm was triggered during bench testing. It was found that the alarm indicator and the audible alarm sound corresponded with the expected medium priority alarm. As a result, the reported controller fault alarm sounding as a low priority alarm could not be confirmed. Internal inspection revealed that the internal battery was swollen and had signs of leakage. Log file analysis revealed one (1) controller fault alarm on (B)(6) 2018, at 16:48:46, indicating an internal battery fault that powers the ¿no power¿ alarm. Additionally, log files revealed that the controller was in use for less than 2 years. As a result, the reported controller fault alarm event was confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a faulty internal nimh battery. CAPA pr00492825 was initiated to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.